Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed software error detected . Customer blood glucose was 2.9 mmol/l. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The insulin pump is returning for analysis.

Manufacturer narrative:
Pump passed the self test and the displacement test. No unexpected pump error (B)(4) alarms during testing. However, the formatted history file confirmed pump error (B)(4) alarm due to a software error. Pump received with scratched case, missing serial number label, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.